Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and insulin pump did pass it. Customer stated that they performed self test and insulin pump did not pass it. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, but during the displacement test, device returned an unexpected pump error 42. While pulling the boards out of the case, the motor sleeve came out of the case stuck to the motor slide because there was sticky dried insulin in between them. Unable to perform prime/seating, basic occlusion, force sensor, occlusion, and self tests due to the pump error 42.